Manufacturer narrative:
The svc rep replaced the ps3. This corrected the problem. Tested, system operates as intended.

Event description:
The customer reported the system column would not move down. System would work if you keep toggling the up and down buttons. A pt was involved, but not injured.